Event description:
It was reported the light source front panel light-emitting diode (led) was blinking and an e300 endoscope error code was displayed. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and the legal manufacturer's final investigation. From the results of evaluation, the following was observed: 1. Front panel all led [light emitting diodes] were blinking and error e300 was coming on display due to dust inside the socket [component identified within the device as the "s-socket"] after cleaning dust from this sensor the problem was resolved. 2. Front panel switches are working. 3. Error e300 was coming on display due to dust inside the socket. 4. Heavy dust inside the unit need to clean. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "front panel does not work" could not be presumed, as the event could not be reproduced. The event of "front panel display blinks, does not light" was due to dust in the scope socket. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.